Event description:
It was reported that the patient with this inflatable penile prosthesis experienced erosion of cylinder at the distal end. The device was removed and replaced. No further patient complications were reported.